Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported occlusion error which was reproduced. The evaluation experienced a downstream occlusion and found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pusher plate gap was too narrow. The device was reworked and calibrated.

Event description:
It was reported that a spectrum pump displayed an occlusion alarm during biomedical testing. It was also reported there was no patient involvement.